Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel. The handpiece failed for bur insertion and removal, rotation test, run noise test, cap temperature test, current draw, sheath rotation test, and cut test. Production personnel was not able to perform a cut performance test due to the attachment seizing up during testing. Failure of the cut test is due to the inoperative nature of the attachment. The returned attachment was then tested by quality personnel. Several attempts were made to run the attachment and all failed to make the attachment run. Testing the attachment ceased at this point. During examination after disassembly it was noted several internal components of the head assembly displayed moderate to severe amounts of debris. Also, slight to moderate wear was noted on inner drive components. All components appeared to be dry and lacking in lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the increase of temperature reported in the complaint and eventually seize up.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.